Event description:
Hcp additionally reported, "endophthalmitis with previous blebitis" in left eye. Treatment was provided as "evisceration". The device has been removed, along with the affected eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of blebitis is a physiological complication. And analysis of the device generally does not assist allergan in determining, a probable cause for this event.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® gts post-operative event described as "endophthalmitis" in the unknown eye.